Event description:
Emergency medical services personnel were treating a pt who required defibrillation. The device delivered one defibrillation countershock and, on the second attempt, the device's battery allegedly was depleted and shut off the device. A back up was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.